Event description:
Information was received that a smiths medical cadd legacy 1 ambulatory infusion pump indicated high pressure on the display while administering veletri for a patient. The reporter stated that there were no kinks or blockage in the line and the tubing was switched. It was also noted that the patient went to the ER after reporting the pump issue for treatment and to receive their remaining infusion. There were no adverse patient effects.